Event description:
It was reported that the patient presented in clinic for follow up. The right atrial (ra) lead was experiencing high pacing impedance. Programming changes were made. The patient was stable.

Event description:
It was reported that the patient presented in clinic for follow up. The right atrial (ra) lead was experiencing high pacing impedance due to fracture. Programming changes were made. The patient was stable.

Manufacturer narrative:
Correction: b5 needed to include complaint of fracture on the lead.

Manufacturer narrative:
Correction: h6 codes health impact code was no health impact changed to unexpected medical intervention.